Event description:
The following was reported to hamiton medical ag: tf-231022. Problem is on pexp sensor .pexp sensor doesn´t measure. No patient harm or consequences.

Manufacturer narrative:
Pressure sensor assembly was replaced. Problem has been fixed and hamilton-c1 and it works as intended. Hamilton medical ag case number is: (B)(4).